Event description:
It was reported that preoperatively to a robotic laparoscopic partial nephrectomy procedure, following the restart of the arm cart assembly (aca) the system gave a non-recoverable error. The whole system was restarted with pulsing blue and then the surgeon console (sc) gave a non-recoverable error. The sc was restarted and booted correctly. There was no patient involvement.

Manufacturer narrative:
H2) additional information: h10 h3) device evaluation: medtronic led an evaluation of the reported tower 240v in the field and the associated device logs. Review of the field service notes indicated that the tower had a non-recoverable error. The whole system was restarted with pulsing blue. This can occur when the tower and surgeon console are in surgery mode and the system reset counter is greater than the system error counter. The system was restarted to resolve the issue. Evaluation of the logs indicated that during the transition to activated surgery mode, the system entered a non-recoverable state. There waws a mismatch between the system error count and the system reset count, with the reset count exceeding the error count. This represents an illegal system state and, per design, results in entry into a non-recoverable state. No additional error codes were noted. Evaluation of the tower 240v confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to a software issue. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that preoperatively to a robotic laparoscopic partial nephrectomy procedure, following the restart of the arm cart assembly (aca) the system gave a non-recoverable error. The whole system was restarted with pulsing blue and then the surgeon console (sc) gave a non-recoverable error. The sc was restarted and booted correctly. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.